Event description:
Ems personnel were attempting to treat a pt in cardiac arrest that had been shocked three times by the first responder. Defibrillation electrodes were applied and the device displayed a connect electrodes message and the device would not charge. The first responder's AED was then used to deliver 3 additional shocks. The pt was not resuscitated, however the rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability and the availability of a backup device.